Event description:
It was reported that wound vac blows fuse upon turning on.

Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. As the product was not returned physical inspections and evaluations could not be undertaken. If the product becomes available in the future, this complaint can be revisited. Review of the manufacturing records found: this unit passed all acceptance criteria and was compliant upon release for distribution review of complaint history found further similar instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: insufficient information to determine root cause blown fuse may be related to damaged components: it is not possible to determine the exact cause of how the damage occurred. However, factors that are known to contribute to this type of issue, included mishandling, drop damage to the use of harsh abrasives, and cleaning products. Details on the maintenance and the cleaning of the device are highlighted in the instructions for use. Corrective and preventative actions are being taken in relation to the reported failure mode.